Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2005. Post-op, the device loosened and was revised in 2007, where wear of the device was found.